Event description:
It was reported that the patient presented for a follow-up in clinic. Premature battery depletion was noted on the pacemaker (pm). No changes was made and there was no patient consequences.